Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-02531. Related manufacturer reference number: 2938836-2019-02532. It was reported that the system was explanted due to sepsis related to vegetation on pacemaker.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.